Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed.interrogation of the device revealed the device was at eri .a longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, the device had not given a notification for elective replacement indicator (eri) even though it was at 2.57 volts. Technical services indicated that this was likely due to a display anomaly. Device exchange was discussed and the patient is currently stable.